Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When the patient was asked to clarify the report of the implant not kicking in and not working properly, the patient stated the charging machine was/had wires exposed on antenna. A new unit was sent to the patient in order to resolve the issue. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's antenna was "frail" and patient has tried taping it but it's falling apart where it goes into the recharger. The patient reported that ins wasn't kicking on and not working properly. The patient met with manufacturer representative for adjustments to settings. No symptoms were reported at this time.